Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was archived by stryker. A root cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being connected. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.